Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in this literature review article indicates that 33 patients presented deep vein thrombosis (dvt) and were treated with rivaroxaban. Those with a distal dvt were not treated with anticoagulants on the advice of a hematologist. However, without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, therefore, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms without the requested patient-specific clinical information. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported in the publication "hinged device for fractures involving the proximal interphalangeal joint". Authors: g. Li, md, orthopaedic surgeon, department of orthopaedic surgery, tongji university, shanghai tenth people¿s hospital, zhabei qu, shanghai 200085, china, that 200 patients underwent a tka procedure (standard procedure involving a posterior cruciate-substituting cemented prosthesis genesis ii oxinium (smith &nephew inc., memphis, tn)). A patient presented deep vein thrombosis (dvt) and were treated with rivaroxaban (15mg twice a day for 21 days and then 20 mg daily). Those with a distal dvt were not treated with anticoagulants on the advice of a hematologist.